Manufacturer narrative:
The device was returned to olympus for inspection, and the root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor complaints for this device.

Event description:
It was observed that during device evaluation, connecting tube of the bronchovideoscope, had coating peeling (1mm2 or more). There were no reports of patient involvement.